Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/15/2015.

Event description:
Procedure: colectomy. According to the reporter: the surgeon went to use the stapler and it did not fire. This resulted in the contamination of the pelvis. The pelvis was washed out. Instead of the intended primary loop ileostomy closure, a colectomy and colostomy was performed.

Manufacturer narrative:
(B)(4).